Event description:
During the initial inspection for preventative maintenance, a baxter technician found a flo-gard infusion pump with a broken power cord; this condition had the potential to interrupt delivery. The process step was not identified; there was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been repaired on site, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter?s investigation is still in process. A follow-up report will be submitted when additional information becomes available.